Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg). Past bg level was not reported. Current bg was 202 mg/dl. A bolus was delivered and pump basal rate was changed to address bg. Reportedly, customer was working with a healthcare provider to address bg. Customer disconnected from call with tandem technical support. No additional information was provided.